Manufacturer narrative:
The device and log files will be returned to the manufacturer for investigation.

Event description:
The surgeons reports that the aspiration-irrigation didn´t compensate well. It is an issue that is not present in all surgery.

Manufacturer narrative:
Unfortunately, only log files were received for investigation. Therefore, no device inspection could be performed. Analyses of the log files confirmed several errors related to an issue with the supplied air. When the air pressure is too low, this could possibly result in a too low irrigation pressure resulting in the reported event. However, the customer indicated that the issue was solved by changing the settings on the eva machine. This indicates that the reported event most likely can be attributed to an unintended user error of eva settings concerning the automatic infusion compensation.

Event description:
The surgeons reports that the aspiration-irrigation did not compensate well. It is an issue that is not present in all surgery.